Event description:
It was reported to philips that the system did not startup. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and found that the system was not starting. Fse replaced the battery in previous case. A review of the system logfile found the there was an issue with flexvision pc. Fse reloaded the software remotely with the help of rse. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.